Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that postoperative to a second bilateral inguinal hernia surgical repair, the patient had chronic localized pain in the hernia region (pubis and groin) and testicular pain, with recurrent inflammation and swelling in the affected area. The pain was reported to worsen after physical effort and after sexual intercourse. Ultrasounds and magnetic resonant imaging (mris) were performed. Physiotherapy was attempted and the patient was treated at a pain center with adhesiolysis in 2022 to try to reduce sequelae, without much change. Since then, the patient had deterioration, with reduced muscular capacity involving the abdominal, pelvic, and thigh regions, compensatory musculoskeletal issues, lower-limb tension, and pain during prolonged static standing. The event also led to pain after ejaculation that can last several days.